Event description:
The account alleges that during the tace procedure, the tip of the device separated in the patient's vessel. The detached tip was retrieved by snare successfully. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.